Event description:
A non-healthcare professional reported that during loading the lens it was noticed that the lens was moving forward with haptic angled incorrectly. There was a patient contact with the device. Surgery was completed on the same day with replacement lens without any patient harm. Hence the patient's issues was resolved and in the surgeon¿s prognosis the patient condition was satisfactory.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).